Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to fold over of the soft tip on the electrode array caused by fibrous tissue in the cochlea. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).